Event description:
It was reported that during a da vinci surgical procedure, the cables broke - snapped on the endowrist one vessel sealer instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken snake wrist cable at the distal end of the instrument. Failure analysis investigation also found a dislodged snake wrist at the distal end. Failure analysis concluded that the damage was likely due to mishandling. In addition, it was observed that the instrument control box (icb) cable had been cut off and was not returned with the instrument. As a result, instrument could not be tested. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of the dislodged snake wrist found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.